Event description:
It was reported during a pip implantation surgery on the left hand fourth finger, the rasp of a pip broach, size 10, broke. The surgeon got the broken piece out and successfully completed the procedure. On (B)(6) 2014 additional information was received. 'The surgeon clasped the broken piece and removed it via the entry hole; this took about 15 to 20 minutes. The surgeon used a small clasp/tweezers to enter the proximal phalangeal canal and gripped the broken piece. The surgeon got the broken piece out and successfully completed the procedure. Additional information was requested by integra.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.